Manufacturer narrative:
The initial report was sent to FDA on 7/29/21 regarding an event that occurred on 6/30/21. This is a follow-up report to correct the date importer became aware of event which was initially reported as 6/10/21. The correct date is 6/30/2021.

Event description:
The customer (veterinary hospital) reported that the sterilization indicator on the lap sponges should change from red to blue. None of the packs have changed color. However, on the outside of the case, you can see the same chemical indicator that has changed to blue. They unfortunately used about 8 of them in sterile procedures. No information was received regarding any serious injury as a result of this report

Event description:
The customer (veterinary hospital) reported that the sterilization indicator on the lap sponges should change from red to blue. None of the packs have changed color. However, on the outside of the case, you can see the same chemical indicator that has changed to blue. They unfortunately used about 8 of them in sterile procedures. No information was received regarding any serious injury as a result of this report.